Manufacturer narrative:
(B)(4). Date sent: 09/18/2020. Per photographic evaluation: upon visual inspection of four photos, the following was observed. The first photo shows a linear cutter device inside of its package. The second photo shows a package from tyvek area and tyvek appears to be partially detached of blister. The third and fourth photos show a package and blister can be seen broken in the seal area. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ntlc55 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Yes. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? No. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? No further information is available. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? There was a crack on the package. Did the damage of the primary packaging compromise the sterility of the device? The customer thought so. Please provide a picture (if available) no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before an unknown procedure, there was a crack on the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.